Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of coil wire detachment of device or device component. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during ureteroscopy procedure, while the physician was placing the stent over the sensor wire, it was noticed that the wire shred apart in two pieces. The sensor wire was removed and a zipwire was used to successfully complete the procedure. There were no patient complications reported.